Manufacturer narrative:
The sample was returned for evaluation. As received an unknown neutron was connected into the female luer adaptor. No additional damage or anomalies were observed the unit was primed and tested. A leak was found coming from a crack observed on the female luer adaptor was confirmed. The leak was not coming from the parting line of the sample. No additional leaks were observed. Complaint of leak can confirmed based on the used physical sample evaluation. The probable cause of the crack is typical due to environment stress cracking during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 9.5" (24 cm) 0.53 ml, smallbore bifuse ext set w/nanoclave¿, 3 clamps, rotating luer. The customer reported that the product did not work as expected. After the peripherally inserted central catheter (PICC) line was change and infusing, it was noted that the 9.5 in. Smallbore biofuse extension set w/nano-clave was leaking at the end. The tubing was in-place for about 10 minutes before a leak was detected. The leaking extension set was replaced by a quad extension set using sterile technique. The customer reported that the event occurred "at 4 nccc location." The event occurred during patient use, however, no harm was reported as a consequence of this event and no monitoring required.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.